Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a downstream occlusion alarm. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h3, h6 (update codes), h11. B5: the event was further described as "alarming occlusion even during the prime, when not connected to the patient." H11:the device was received for evaluation. During functional testing, flow accuracy testing was performed with no issues. However, downstream occlusion testing was performed and the device did not meet specifications. A review of the event history log revealed "downstream occlusion" messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition due to a mis-calibrated downstream sensor. The downstream occlusion sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.